Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829). As per additional information via email from ibc on (B)(6) 2023, it was stated that there was no patient involvement. As per sample received on (B)(6) 2023, it was noted that the customer returned an additional used neonatal gel pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal arctic gel pad did not prime. The representative took clinicians through troubleshooting over the phone last week which fixed the issue at the time. The representative told them to call me back if issue persists. But yesterday received an email that arctic gel pad had further issues. It was noted that they had same complaint about the same product, across 2 different hospitals. However, different lot numbers (lot# nggz2622, lot# nggv1829). Per additional information via email from ibc on 10jul2023, it was stated that there was no patient involvement. Per sample received on 09aug2023, it was noted that the customer returned an additional used neonatal gel pad.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. The root cause of the reported issue could not be determined, as the returned sample met specifications during evaluation. A DHR review was performed but not required as the reported event is unconfirmed. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.